Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving hydromorphone 10mg/ml at 3.15mg/day, clonidine 300mcg/ml at 94.51mcg/day and bupivacaine 30mg/ml at 9.5mg/day via an implantable pump. The indication for use was non-malignant pain. Volume discrepancies were reported. In (B)(6) 2015, the actual reservoir volume was 10.5ml and the expected reservoir volume was 7.5ml. In (B)(6) 2016, the actual reservoir volume was 32ml and the expected reservoir volume was 6.7ml. On (B)(6) 2016 the actual reservoir volume was 35ml and the expected reservoir volume was 3.5ml. The reservoir volume injected at the last 2 refills was 40ml. The patient was experiencing increased rectal pain. The pump was implanted for rectal pain, (the patient's chronic pain) was not new however the patient experienced return of rectal pain. This pain was being controlled by the pump. The reporter was going to assist with a catheter dye study on (B)(6) 2016 however the healthcare provider could not aspirate the catheter so the dye study was not done. Per the reporter the reservoir bellows looked full when viewed laterally under x-ray.

Event description:
Additional information was received from a company representative. The patient's healthcare professional was the person who initially notified the company representative about the volume discrepancies and catheter issues. The catheter was revised on (B)(6) 2016 because they thought the issues had stemmed from the catheter. The exact cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.